Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2018-08392, reference MFR. Report#: 1627487-2018-08393, reference MFR. Report#: 1627487-2018-08395, the patient had an scs system for off-label use. It was reported the patient had been receiving ineffective/inadequate therapy. Reprogramming was unable to provide resolution. As a result, the patient's (peripheral) scs system was explanted.